Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. The customer reported that insulin pump was dropped and does not rattled when customer shaken it and insulin pump passed the self test. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with no unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms during testing. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self-test.